Event description:
During a pt transfer using the maxisky device, the caregiver was lifting the pt from the bed, when the carabineer unhooked from the reacher bar causing the motor to fall onto the pt's stomach. As per the health professional, no injury occurred.

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.